Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire had dislodged from the tip of the jaw but did not detach. Based upon the eval results, the reported complaint was confirmed for the dislodged heater wire. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 cautery tip came apart. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects.